Manufacturer narrative:
Intuitive surgical inc. (Isi) received a da vinci product to perform failure analysis. The 30 degree endoscope plus instrument was analyzed and found to have friction issues. Visual inspection revealed cable integrity issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the 30-degree endoscope flipping on them, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted colorectal surgical procedure, the image flipped with the 30-degree endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, there was a lot of motion on the surgeon side with the 30-degree endoscope flipping on them without user input. Prior to calling in, the staff attempted to reseat the scope, reseat the drape and the scope, cancel the guided tool change and performed a soft reboot, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no related errors and instructed the staff to replace the scope and the issue was resolved. The procedure was completed with no reported injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the endoscope was not inspected prior to use. It was non intuitive motion of the endoscope. The surgical task/procedure was completed by using a new scope. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue happened a few times according to the staff. There was no media available for review and no procedure delay. This one was the sigmoid with dr. (B)(6). So basically there¿s 2 identical issues, the first day was dr. (B)(6) sigmoid, the second day was dr. (B)(6) prostatectomy. Dr. (B)(6) scope was sent back, dr. (B)(6) was not because they could not find an issue after it was cleaned.